Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead was exhibiting a shock impedance of 119 ohms. It was reported that the physician already performed a commanded shock in the past to verify the lead integrity. That post shock impedance was not known by the caller. A guidant technical services (ts) consultant discussed the significance of this measurement. Additional information was received that the shock impedance has been consistently at 120 ohms since implant. A commanded shock was performed and the shock impedance dropped to normal levels, so the physician felt comfortable that the system was working within normal limits. No adverse patient symptoms were reported.